Event description:
The incident in this report is associated with the device reported in MFR report # 1526439-2014-11043. It was reported that the patient underwent implantation initially on (B)(6) 2013. During a follow-up appointment on (B)(6) 2013, it was discovered via x-ray that one screw had backed out of the construct. The physician does not intend to remove the product, as the patient has had no clinical problems as a result of the malfunction. The device is retained in the patient. Update from user facility (B)(6) 2014: after the set screw was found come off, the patient claimed to have back pain when coughing. The surgeon suspects that the instrumentation was moving when the patient coughed, which probably caused pain. A revision surgery was to be scheduled for (B)(6) 2014 to remove the set screw which had come off and replace the screw with another set at this surgery.

Manufacturer narrative:
A visual inspection of the set screws found markings on their bottom surfaces. The set screw from lot aplbfc does not appear to have made contact with the rod as there are signs of wear but no visible striations that would indicate contact with the rod. The set screw from lot apkd87 has partial striation and signs of wear. Due to the lack of full striations, it is not believed that the screws were properly coupled, leading to the parts falling off post-operatively. A review of the device history record for the mis single inner setscw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the miss single inner setscrew was conducted on the specific product code from this complaint as the product family does not exist for this device. In this complaint it was noted that the patient experienced pain as per the complaint description. Additionally, potential harm may exist if the fault were to recur. Review of complaints found no significant trends. A root cause cannot be determined from the samples and the information provided. A potential root cause may be that set screws did not receive a final tightening, allowing them to become loose over time. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of the mis single inner setscrew, nor can we confirm the reported issue or identify the root cause. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.